Event description:
The patient reported that due to her lack of insurance she is unable to be seen for her vns. When told that she would have to leave a message for additional assistance in locating a vns treating physician, the patient stated that she wanted to commit suicide. The patient stated that she just got out of a 7-day stay at the hospital, and if she was not suicidal before, she definitely was afterwards. A call was placed to 911 in the patient's home state for a wellness check. On (B)(6) 2013, the patient reported that "two psychiatrists" want her to take parnate, but that should would not due to side effects. The patient stated that her vns is programmed off, but she needed help finding a physician who will take her new insurance. The patient stated, "I am going to kill myself because no one will help me" after being told that she would be transferred to a helpline, the patient stated "I don't know why you people won't help me, I am not going to kill myself this very second." The patient's last known physician reported that the patient was now being seen by another physician; however, the patient was contacted by this physician and resources were provided to the patient.

Event description:
Additional information was received that their treating psychiatrist had not seen the patient in over a year and a half. The patient had their generator turned off per the patient¿s request. Patient did not want it on and would not give a clear reason. The physician advised that if the patient no longer wanted vns therapy to have it explanted but the patient wanted it to remain implanted but turned off. The patient¿s suicidal ideations predated vns implant and the therapy has nothing to do with her ideations. He said he was unable to provide any further information as he just had not seen her in any recent amount of time and could not comment on it. Additional attempts have been made with the physician that her former physician said the patient may be seeing.

Event description:
On (B)(6) 2013 the physician reported that the patient has a long history of depression and suicidal ideation. It was stated that the device has been turned off for several years. The patient had suicidal ideation requiring police intervention dating back to at least (B)(6) 2008 and was diagnosed with bipolar type ii by at least (B)(6) 2000. It was stated that the patient was angry about psychiatric medication changes and this preceded the onset of the suicidal ideations. The only interventions taken were that the patient was having weekly meetings with (B)(6) and are every two weeks most recently.

Event description:
On (B)(6) 2014, it was reported that this vns patient wanted her device turned back on. The device was verified as off in (B)(6) 2013 for an MRI; however, on this date, the generator could not be communicated with. Follow-up showed that the patient¿s device could be communicated with at a later date.